Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Update - aug 10, 2015 - xray review has revealed implant fracture-poly, pertaining to the patella.

Manufacturer narrative:
The complaint is still under investigation. Depuy synthes will notify the FDA of the results of the investigation upon its completion.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision patella change - performed on (B)(6) 2014 due to pain. Primary details unknown. Pt details: female, surname (B)(6). Photo of explant and x-ray available. No reports.